Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide device were attempted in the left common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to a 14fr and the aaa procedure was completed. Reportedly, the sutures of the proglide devices stitched the backwall and occluded the artery. A cut down was completed to repair the occlusion and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.